Event description:
It was reported that the universal handpiece heated up during a procedure. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
During functional testing, the device heated up and failed the frequency test.